Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture and anchors were returned detached from the device. The needle overmold assembly was bent. The depth limiter button was not in the default position. The actuator tip was at the top of the deployment channel. A functional evaluation was conducted. The actuator tip felt detached from the deployment slider. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during surgery, the fast-fix's t2 implant could not be deployed. It is unknown if a back-up device was available or if there was a delay in the surgical procedure. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection found that the suture and anchors were returned detached from the device. The needle overmold assembly was bent. The depth limiter button was not in the default position. The actuator tip was at the top of the deployment channel. A functional evaluation found that the actuator tip felt detached from the deployment slider. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.